Manufacturer narrative:
Historical review of cramer product complaints for retroactive MDR reporting idenified complaint as MDR reportable. Product not returned.

Event description:
Subject was playing volleyball and landed off a block and the ankle brace snapped, causing complaintant to roll right ankle, resulting in tearing two ligaments and bruises.